Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.

Manufacturer narrative:
Controller expiration date: 05/31/2015. The controller was returned on (B)(4) 2015. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. During testing, both batteries were disconnected from controller and power disconnects and high priority audible alarms were activated. The "no power" alarm as stated in event detail could not be verified. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the log files revealed occurrences of a critical battery alarm and switching events prior to the 25% threshold. However these events could not be duplicated at the bench level. The critical battery alarms and premature switching events are most likely due to a communication anomaly between battery and controller. This issue is being addressed by an internal investigation by the manufacturer. The reported double power disconnect could not be confirmed via review of the controller log files. Analysis of the device revealed that the controller met specifications; the device passed visual examination and functional testing. The controller was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event as these events could not be duplicated at the bench level. The most likely root cause of this failure is a communication error between the batteries and the controller, which likely contributed to the reported event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately five months post ventricular assist device (vad) implant, the vad coordinator reported a double power disconnect that did not result in a "no power" alarm. The patient also reported simultaneous depletion of two batteries. The patient performed an elective controller exchange. The controller will be returned to the manufacturer for further evaluation. There was no reported patient injury as a result of the event